Manufacturer narrative:
E1: phone (B)(6).

Event description:
It was reported that the pump intermittently read occlusion. There was unknown patient involvement.

Manufacturer narrative:
One device was received in overall good condition. The complaint was not verified/duplicated by functional testing. The most probable cause is user error. No action taken to correct the reported problem. No parts were replaced. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.